Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned/received for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported after the ar-3638 anchor was set in the bone, the surgeon went to shuttle the repair suture back through the anchor and the stitch got stuck at the anchor point and the anchor pulled out. This happened with a quantity two anchors. The rep reported the anchors were intact when it came out of the bone, and did not break in discrete pieces. Case was completed by opening another anchor and placing into different spot on glenoid. See source data attached.